Manufacturer narrative:
Correction in h4. Complaint has been evaluated and is similar to report number 1644408-2023-00025, 509-00-032, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that patient required revision surgery due to an unstable shoulder.